Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and identified the fiber-optic connector was broken. The stm noted that nothing unusual was observed in the iabp log files and replaced the fiber optic sensor extension cable assembly to correct the issue. It as noted that the customer was unaware as to when the connector broke. Subsequently, the stm performed scheduled preventative maintenance (pm) then completed all safety, functionality, and calibration checks. All tests passed to factory specifications and the iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported by a getinge clinical support specialist during teaching the staff that the fiber-optics was non-functional and the fiber-optic connector was broken. There was no patient involvement and no adverse event was reported.